Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens was scratched. There was moisture visible on the display. The display was fully readable. There was a call service alarm emitted with no audio or vibration during the power up. An attempt to reload the program was unsuccessful. The leak test failed due to the display lens leak. Corrosion was visible on all internal surfaces when the pump was removed from the case.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.